Manufacturer narrative:
(B)(4). The run data file was reviewed. Signals indicate that the elevated wbc content in the platelet product was likely a result of a continuous escape of wbcs from the lrs chamber midway through the procedure. There are no events (adjustments, changes in pump speed, substate changes, etc.) In the procedure that correspond with the onset of the overloading of the lrs chamber. Based on the available information, it is possible that this leukoreduction failure could be donor-related. Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the higher than expected rwbc content reported for the platelet product during a platelet collection. No medical intervention was required. Donor unit #: (B)(4). The disposable is unavailable for return. It was discarded. This report is being filed due to malfunction that could have potential for injury.